Event description:
It was reported that the pt underwent a generator replacement due to generator end of service. No allegation of malfunction was made against the device. Explanted generator was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the supply current pulsing was out-of-specification. The battery life calculation of 0.41 years until eri = yes indicated that an end of service condition of the battery was approaching. Analysis indicated that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the currents within their limits. After r35 was optimally reselected, the device performed according to functional specifications. The out-of specification supply current pulsing could potentially be a contributing factor to the end of service condition.